Event description:
It was reported that the device logged several event codes in the memory and gave the "call service" message indicating a critical failure. The device was not able to provide defibrillation therapy in the reported condition. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio- control evaluated the device and verified the reported failure. Physio cleared the event codes that were logged in the memory and calibrated the resistance to observe proper device operation through functional and performance testing. The device was returned to the customer for use.